Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged that there was a time/date issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 6/08/2017 with the following findings: the black box showed the time and date reset to default after a pump reboot. During testing, the pump¿s time and date was set and the pump was exercised for 24 hours. The pump¿s battery was removed and the pump was left without power for 6 hours. When the pump powered on, it had returned to the default time and date. The initial complaint was confirmed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).